Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the knot did not catch and hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. Due to the missing parts, a root cause and confirmation of the reported event could not be determined. The probable causes for the suture to pull out from the artery is if too much tension is applied during knot advancement, insufficient tissue is captured or if the device was deployed outside the artery. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. In addition, a query of the complaint database was performed and there were no similar complaints within this lot at the time the investigation was performed.